Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer explained that his blood glucose the night before was 279 mg/dl, there was no active insulin and he treated with 2.8 units. In the morning, his wife had to treat with a glucagon shot to get him out of the hypoglycemic episode. Blood glucose level at the time of incident was 26 mg/dl. Blood glucose at the time of the call was 175 mg/d. Troubleshooting was performed. The drive support cap was normal. The customer stated he was not disconnected during prime, the reservoir was showing the same amount of insulin as shown on the status screen and the time was off by 30 or 35 minutes. The customer did not know his settings. It was advised to discuss settings with the doctor. The device will not be returned for analysis.